Event description:
Young aactive pt -uhmmmwpe wore thru and needed replaced. At time of surgery decided to replace patella since it was showing wear. Removed 7mm insert and replaced with 9mm insert. Removed metal-backed patella and replaced with small all-poly patella. No complications and pt is doing fine post-operative.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.